Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it was considered that the ccd failed due to aging or accidental failure, and the image disappeared. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated due to the failure of ccd unit.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic surgery, it was found that there was no image. The user finished the case with the same device. The subject device was used with standard set for laparoscopic surgery. There was no report of patient injury associated with the event.